Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to the assay antibody/ idiotype was identified. Product labeling for the assay documents this interference. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ft3 iii results for one patient sample from a cobas 8000 e 602 module. The serial number was requested but was not provided. The customer suspected an idiotype of ft3 and submitted sample from the patient for investigation. The sample was tested on a cobas 8000 e 602 module and a cobas e411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. No erroneous result was reported outside the laboratory. There was no allegation of an adverse event.